Manufacturer narrative:
H10: the manufacturer's field service engineer (fse) was dispatched to the site and could not confirm the reported problem. The error could not be traced, standby mode can be selected. No fault found. Device switches off after disconnecting the test lung. The device passed required performance verification tests per philips standards. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device does not enter standby mode. If the patient takes off the mask and the nursing staff switches to standby mode, the switching process has no effect. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse dispatched for onsite service and repair.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).